Event description:
Unable to visualize radiopaque marker that is supposed to confirm identity of a MRI conditional model pacemaker. From radiologist: "I was asked to approve this MRI with pacemaker and we were given the documentation and we had the cardiologist telling us it was a certain device, we had the card telling us it was that device, we had the company telling us it was that device, the problem is that in the documentation that was provided they said specifically for that model number (on pages 5&6) you should see a radiopaque marker. We could not see a radiopaque marker. I talked to the representative from the company who was there and she provided an image which sort of looks like a netters image of the pacemaker. The left third of it looked just like what I saw in the radiograph, the right third looked just like what I saw in the radiograph, but the middle third did not. And so, I didn't have a radiopaque marker and I had documentation saying that I should see it. In that situation, it is the job of the radiologist to make sure that everything we are provided with is concordant. I was provided with documentation saying that I should see this marker. I was provided with all the other information in the saying that its a pacemaker which should have this marker, but I didn't see that. So, we contacted the company, and the company said they were uncomfortable providing us with any sort of statement saying you don't always see the marker, and the company was also uncomfortable with providing us five example radiographs of what the pacemaker may look like. At that point we didn't feel like we could treat this as a MRI conditional pacemaker simply because the documentation saying the marker should be visible was not in alignment with the reality of a radiograph that didn't show the marker."